Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. Bleeding gastric ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 06 jun 2022, the patient observed blood in his peg tube. He was brought to the hospital where an endoscopy was performed. A small ulcer was observed which was caused by the tubing. By this time the bleeding had stopped and the patient was discharged home.